Event description:
It was reported that during a drug eluting stenting procedure, a shaft fracture occurred outside the guide catheter during stent introduction of a 2.25x8mm taxus liberte stent. The cardiologist was inserting the stent system into the guide catheter when the shaft bent and snapped. The fracture of the device occurred on the operating table just outside the guide catheter port. The cardiologist successfully completed the procedure with another 2.25x8mm taxus liberte stent. There were no patient complications.

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. The device was received in two sections as a result of a break in the hypotube. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 74.7cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The device was kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint is unknown.